Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2024, that on (B)(6) 2024 the patient experienced a skin reaction. It was reported that the patient experienced a skin reaction with rash underneath sensor pod area only, which occurred an unspecified day after the sensor had been inserted. There was no photo provided. There was no treatment documented, but it was stated that an allergy test was done, and that the patient developed a contact allergy and was allergic to rosin substances. There was no documentation of further medical intervention. No other details were documented. The probable cause could not be determined. No additional event or patient information is available.